Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, it was reported that at around 4pm, the patient was with his wife at the park and on their way home, while the wife was driving, the patient complained that he was shaky, and later on had a seizure and he passed out. The cgm was reading 368 at the time he passed out and there was no bg taken. Wife called 911 and when they arrived, they took a bg reading which was 22 mg/dl while the cgm was 368 mg/dl. They treated the pt with IV glucose and drove him to the emergency room (ER). By the time they arrived at the ER, the bg was 140 mg/dl. Wife does not recall the medications given at the hospital. The pt woke up after roughly 20 minutes and the next day he was discharged. His bg reading was 200 mg/dl before they sent him home the patient felt fine at the time of the interaction. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The reported glucose values fall within the e zone of the parkes error grid when checked by the paramedics. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.